Manufacturer narrative:
Additional information has been received for the device evaluation and device return date. This supplemental report is being submitted to provide this information. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The air/water supply volume was inspected for an air and water flow issue. Neither air nor water at the output of endoscope was observed due to a clogged nozzle. There is no deformation of the hose of the nozzle. The material clogging the nozzle is a solid dark material which appears to be debris from the patient body, very likely from the immediate prior procedure. Other observation for the device is distal end rubber coating (a-rubber) adhesive worn out and separated. The adhesive around the light guide (lg) is worn. The bending cover braids are deteriorated without any sticking out. Universal cord has wrinkles, and the switch sw1 has wear and tear. The air leak inspection did not show any water leakages. The user¿s complaint of air/water flow issues from air/water system was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum (B)(6) 2022: the material clogging the nozzle is a solid dark material which appears to be debris from the patient body.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle. This foreign material could not be removed with the proper reprocessing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation and repair of air/water flow issues from air/water system. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This foreign material could not be removed with the proper reprocessing. This medwatch is being submitted for presence of foreign material in the nozzle as observed during the device evaluation.